Event description:
It was reported that during a surgical procedure on (B)(6) 2012, the ball tip at the end of a screwdriver broke off and landed in the wound of the patient. Surgeon was able to retrieve the broken piece, but it is unknown if any small particles are remaining. No complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The lot identification necessary to review manufacturing history was not provided. Manufacture date - unknown.